Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was 250 mg/dl. Bg level was corrected with a manual injection. The customer reverted to a backup insulin pump for insulin therapy.